Event description:
The customer reported that the nurse started oxytocin at 0702. A few minutes later, a second nurse went to the patient's room and noted that the oxytocin drip was dripping faster than expected, although the pump was set at 2mu/min. The oxytocin was turned off and the tubing was clamped. The patient's lactated ringers was increased to 999ml/hr. The patient had a contraction that appeared to last from 0705 to 0717, with tachysystole lasting until 0729. The patient was given terbutaline 0.25 mg ivp at 0724. The baby did decelerate to the 90's, returning to an unspecified "baseline" after 8 minutes. The fetal heart rate tracing subsequently had normal variability and accelerations. The mother had a brief period where her pulse was 120-140 and during which she felt shaky. There was no permanent harm to either mother or baby reported, and no other medical intervention was reported.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
Additional information: the report that an oxytocin infusion was observed to be dripping faster than expected could not be confirmed or duplicated. Review of the associated pc unit event log showed an infusion of oxytocin 30 units/500 ml was programmed at 2 ml/hr. The user paused the infusion momentarily 9 seconds after starting; the infusion was then powered off about eight minutes after it was started, with a recorded volume infused of 0.259 ml. The cause for termination could not be determined from the event log. Visual inspection of the pump module found the instrument seal missing. The door, platen assembly, membrane frame assembly, pivot latch screw, latch assembly and sear had no functional issues observed that may have contributed to the reported incident. No stickiness was observed with the occluder fingers. The device passed standard rate accuracy with a result of -1.500% and having no observed anomalies during the testing. Additional rate accuracy testing performed at the incident rate of 2ml/hr showed the module infusing within specification at -0.39%. After testing the device was disassembled and inspected. The bezel assembly had evidence of tampering with the pumping mechanism section. The tamper detecting torque seal was compromised and an unknown clear colored lubricant was found on the occluder fingers and torque finger. The pumping mechanism section is a non-serviceable part. The device had no service record of having been returned for the lvp spring recall x-ray inspection (FDA recall # z-0460-2008). When the mechanism frame was removed the p3 occluder spring was found to be in a bent state. No other issues or anomalies were noted. The root cause of the oxytocin dripping faster than expected could not be determined during the investigation. No programming issues were identified and log analysis showed that the infusion was programmed as reported, and rate accuracy testing of the device found the device to be infusing within specification with no anomalies noted during testing.